Manufacturer narrative:
To date the device has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
The distributor reported on behalf of the user facility: no drainage hole was in the catheter. No patient contact was reported.